Event description:
Tlm field personnel called tlm offices and requested that the ra department contact hospital to discuss 3 documented cases of patient pad burns while using the tlm device. 2 cases used the conmed generator and conmed pads and the 3rd case used the valleylab force fx generator and vl pad. The user facility stated that all burns occurred after device was activated for at least 1 minute and the burns were located in the adhesive area of the grounding pad. All patients went home with handaids and were fine.